Event description:
It was reported that the sales representative called in and reported that the customer just received the lightsource from a refurb order and it would not work at all. Allegedly, the light would not even turn on and the fan was really loud.

Manufacturer narrative:
Additional information will be provided once investigation is completed.